Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017 a patient in (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg)tube placement. The patient was found to have a peritonitis and was treated with tarzobac 4.5 g three times a day intravenous and metronidazole 500 mg twice a day